Event description:
Additional information received:the patient died on (B)(6) 2012 due to the subarachnoid hemorrhage.

Event description:
An intracranial hemorrhage was confirmed after the thrombectomy procedure was completed. The patient's condition was monitored and it was unclear if recanalization or perforation of the vessel caused the hemorrhage. This MDR is associated with MDR 3005168196-2013-00001.

Manufacturer narrative:
Conclusion: vessel perforation is a known and anticipated complication associated with these types of procedures and is noted on the device labeling. Therefore, it was determined that the reported event was a known and anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.